Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, diffused target lesion was located near in an anastomosis of a moderately tortuous and moderately calcified vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another 6.0 x 40, 75cm mustang balloon catheter. No patient complications were reported.